Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a heart transplant approx (B)(6) 2014. The vad coordinator also reported that the pt had an elevated lactate dehydrogenase level. No other info is known at this time.

Manufacturer narrative:
Approx age of device: 1 year. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report wil be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A specific cause for the reported elevation in lactate dehydrogenase could not be conclusively determined based on the evaluation of vad-13795. The pump was returned with the driveline cut approximately 1.5¿ from the pump housing and the severed portion of the driveline was returned in two pieces. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft was returned attached to the outlet elbow; however, it was severed approximately 4¿ from the graft attachment, and the severed portion of graft was returned in two pieces. The outflow graft bend relief and bend relief collar were returned unattached. Both the proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of deposition in the pump. Upon disassembly of the pump, the blood-contacting surfaces were free of deposition. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved revealed normal pump power consumption recorded during the manufacturing process, and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.